Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 3, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, as the malfunction code was not resettable. The customer was advised to use an alternative method of insulin delivery, mdi, until the replacement was received. Instructions were provided on putting the pump into storage mode and returning it to tandem within 10 days to avoid extra charges. The customer acknowledged all instructions, and a replacement pump with updated software was shipped without the need for a delivery signature.